Event description:
Regarding bioventus bioness l300 (electronic orthosis). The quality of the replacement pads for this device has declined dramatically. The pads are (B)(6) for a one year supply, however, they now don't last near as a long, and have to be replaced 3 times as fast, increasing costs dramatically. A one year supply now lasts only 3-4 months. We started noticing the fast wear out of the pads as my husband began experiencing shocks from the unit due to the quick wear down.